Event description:
Boston scientific crm received information that this right atrial lead was explanted due to dislodgement. The physician decided to explant the lead due to the pt being in atrial fibrillation, the atrial dilation and the lack of viable tissue.